Event description:
Consumer called to report meter is giving inaccurate readings. Had the meter checked against a lab reading. Analysis run on consensus error grid using lab reading (70) as ref point vs bd readings (127) yielded data points in the c zone of the grid, outside of acceptable limits.